Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable is due to air not being removed from the cartridge and infusion set before starting medication delivery. Air bubbles in the system can slow or stop medication delivery; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the patient noticed that the cartridge was half full and had been experiencing difficulty breathing. The patient changed the pump and cartridge and restarted at the original rate of 0.20ml/hr. The patient no longer experienced the symptoms. The device was replaced, and infusion was successful. The infusion was life sustaining. No medical intervention was required. The device delivered a continuous infusion of remodulin.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.